Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a hip arthroplasty on (B)(6) 2005. During postoperative monitoring and testing, elevated metal ions and loosening of the femoral device were noted. These finding were found due to follow up testing. Additional clinical data indicated patient was experiencing snapping and popping. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent a hip arthroplasty on an unknown date. During post operative monitoring and testing, elevated metal ions and loosening of the femoral device were noted. These finding were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.